Event description:
Registered nurse started peripheral IV; attached "maximus" brand primary tubing to IV catheter. Rn had not yet opened the clamp on the tubing to permit infusion to begin. Blood backed up the tubing and leaked out of the tubing section between the connectors, proximal to the pt. It was determined that there was a -faulty- slit in the IV tubing.